Manufacturer narrative:
Initial reporter address: (B)(6). The devices were discarded and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that lipids were leaking from port 2 of at least four (4) unspecified valve sets. It was not specified when in the process step this occurred. There was no patient involvement. No additional information is available.